Event description:
It was reported that the user experienced persistent hyperglycemia after changing supplies, noting an empty cartridge overnight and again after a subsequent cartridge change, with no alarms reported and the removed infusion site unavailable for inspection; the user had been using a teflon infusion set with 23-inch tubing, and new supplies were placed with a new site on the leg, along with education on expected time for glucose improvement and holding food intake. Symptoms included hyperglycemia. Outcomes included no hospitalization and no reported injuries. Investigation included user troubleshooting and education, site replacement, and shipment of steel cannula infusion sets for mitigation. Investigation of this case revealed an unclear cause of hyperglycemia with suspected infusion delivery issue, such as potential occlusion, dislodgement, or leakage at the infusion site or set, though not confirmed due to the discarded site and absence of alarms. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.